Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2014 with the following findings: a visual inspection of the pump found no cosmetic damages. The pump powered up and functioned properly. The keypad cover was intact. No tactile issue was observed with the buttons. Removal of keypad cover did not find any anomalies with the button contacts. The reported button tactile issue was not duplicated in the investigation.